Event description:
The complainant alleged that during an attempt to pace a pt (gender and age unknown), the device appeared to stop pacing. The clinician obtained another device to treat the pt. The facility's biomed was unable to duplicate the malfunction. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.